Event description:
It was reported that the pta balloon ruptured during the first inflation during an arterial anastomosis. The healthcare provider reported the balloon allegedly separated in half and was held together by the inner lumen. Hcp further reported that the device was retracted without issue. Another balloon was said to be used to complete the procedure. There was no consequences or impact to the patient.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. A complete manufacturing review could not be conducted as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for evaluation. Based on very limited information provided, the definitive root cause for the alleged balloon rupture could not be determined. It is unknown whether patient and/or procedural issues contributed to the event. It should be noted that per the reported event details, the hcp used a syringe to inflate the device. The rival IFU (instructions for use) states that the use of a pressure monitoring device is recommended to prevent over pressurization. It is unknown whether the balloon was overpressurized or the use of a syringe contributed to the event. The IFU also provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.